Manufacturer narrative:
(B)(4)

Event description:
It was reported by the physician to a livanova therapeutic consultant that the patient's generator battery indicator showed 25% battery life remaining on (B)(6) 2016 even though a month prior it was at 100%. After interrogation, the device was noted to be working properly and impedance was within normal range. A review of device history records for the generator shows that no unresolved non-conformances were found. From a review of programming history data retrieved from the therapeutic consultant, the voltage can be seen to be steadily decreasing over time. It did rebound briefly between (B)(6) 2016 and (B)(6) 2016, but the voltage was never measured as less than 2.85v. No additional relevant information has been received to date.

Event description:
It was reported that the patient has been referred for replacement. No known surgical intervention has occurred to date.

Event description:
Internal investigation completed on (B)(6) 2016 showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Based on this root cause and analysis of returned devices, the premature 25% battery life indicators are typically indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance, and generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without any substantial programming changes.

Event description:
It was reported that the patient's device was replaced due to battery depletion. The explanted device has not been received for analysis to date.

Event description:
The explanted generator was received for analysis. Analysis is currently underway but has not been completed to date.

Event description:
Product analysis for the 106 generator was completed and approved. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. A reset of the pulse disabled bit in the pulse generator memory was performed to allow for an output to once again be provided by the pulse generator for subsequent testing. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications as defined in procedure final configuration r-wave test. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The data in the diagaccum consumed memory locations revealed that 51.027% of the battery had been consumed. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.28 volts, confirming a neos condition. The battery was removed. The pcba was subjected to a postburn electrical test. Results show that the pcba failed several electrical tests, including r2 verification, supply current 2ma/normal, supply current off, supply current off sense, magnet detection normal, magnet response, trim diagoncurrent. Fine grit sandpaper and isopropyl alcohol were used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. The electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the pulse disabled condition was the result of residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of specification) for both standby and pulsing modes of operation.